Manufacturer narrative:
Siemens is investigating the issue.

Event description:
The customer reported a (B)(6) result on a patient sample on an advia centaur xp instrument. The customer stated that the patient sample was initially tested (B)(6), hence it was sent out for confirmatory testing, which resulted (b)(46. The (B)(6) result was not reported to the physician(s). It is unknown if the corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the (B)(6) result.

Manufacturer narrative:
The initial MDR 2432235-2016-00785 was filed on (B)(6) 2016. Additional information ((B)(6) 2017): the customer contacted the siemens customer care center (ccc) and stated that the patient was redrawn and the new sample was tested on the same advia centaur xp instrument, resulting negative. Ccc specialist followed up with the customer and found that the instrument is running within specifications. No further evaluation of the device is required. The cause of the discordant, false positive hbsag ii result on a patient sample is unknown.